Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular lead exhibited high thresholds. Further information indicated that likely a micro dislodgement caused the high threshold. This right ventricular lead was explanted. No additional adverse patient effects were reported.